Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-502; lot# jbija. Triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# edmlb. Triathlon asymmetric x3 patella; cat# 5551-g-350; lot# enlx. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient had bilateral knee replacement on (B)(6) 2013 and now needs a revision due to build up of scar tissue in the right knee. The patient is scheduled to be revised in (B)(6) 2015.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: not performed as there was no specific failure mode reported. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: there is no documentation available after the (B)(6) 2015 note and there is no evidence that the revision surgery was ever performed. Arthrofibrosis and reflex sympathetic dystrophy were the suggested diagnoses for this clinical situation. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for the right knee problems in this case. A clinician consultant reviewed the provided information and concluded, "arthrofibrosis and reflex sympathetic dystrophy were the suggested diagnoses for this clinical situation." There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Update as per patient: revision rescheduled for (B)(6) 2016.